Event description:
Litigation alleges patient had severe and constant pain, elevated metal levels, tissue damage, synovial fluid build-up and lack of mobility after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. (B)(4).

Event description:
Update - added a stem from invoice previously missed. See email dated 16th april 2015.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number wpc 720-2013 reason for original complaint ¿ litigation alleges patient had severe and constant pain, elevated metal levels, tissue damage, synovial fluid build-up and lack of mobility after asr hip implant. Doi: (B)(6) 2009 (right hip) dor: none reported the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.